Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. Additional information was requested and the following was obtained: event date should be 18-jun-2025.

Manufacturer narrative:
(B)(4). Date sent 10/20/2025. D4 batch # a97c1u investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was received with the sleeve broken. The piece of the sleeve broken was returned inside a plastic bag. In addition, the packaging opened was returned along with the instrument. The packaging was visually inspected and no damaged was observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned packaging. One possible cause for the damage found on the sleeve may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch a97c1u number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, it was noticed that the product was contaminated when opened. Changed another one to continue the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent 9/24/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Unknown could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Pouch could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Unknown was sterility compromised as a result of the packaging damage? Yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.